Event description:
It was reported during a procedure the physician was to implant a surgical lead, and a lead blank was inserted into the epidural space. It was reported there was no product inserted when the neuro-monitoring (ssep) indicated a decline. The physician woke the pt from general anesthesia and she could not wiggle or feel her toes. The physician immediately aborted the procedure. It was reported the lead was never inserted, and a hospital dural separator was used. Follow-up identified the pt was still in the hospital and was to be released in a few days to a rehabilitation facility. It was reported the pt had regained some feeling and movement in the lower extremities.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.